Manufacturer narrative:
Analysis: the retractor was returned without the handle attached, and the handle was not returned with the device. No defects were observed on the retractor that would have contributed to the handle becoming detached. However, as the handle was not returned, a definitive root cause for the detachment could not be determined. Conclusion: no definitive conclusion can be drawn regarding the performance of the device, as the handle which had detached was not returned for analysis. Medtronic will continue to monitor field performance to detect similar events. No adverse pt effects were reported.

Event description:
Medtronic received info that the handle on this retractor broke while the doctor was opening the thorax. The prod was removed with no reported adverse pt effects.